Manufacturer narrative:
Mw5084964. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a hole in the middle port. The hole was discovered during compounding and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between may 04, 2018 - may 05, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.